Event description:
Error 30. Device history record was reviewed, no event linked to the reported issue was observed. Error 30 was found during the device log review which confirms the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during both external and internal check. Although the reported event could not be reproduced the high pitched alarm was confirmed by error 30 found in the log review. Error 30 is caused by the cpu and due to the wrong management of the control module allowing the synchronization of microprocessor clocks. The initialization time could be longer than the allocated time, which triggers these errors 30. Following a pr, corrective actions linked to a software specifications modification have been implemented.

Event description:
Error 30.